Manufacturer narrative:
At this time, it is not known if the device is available for evaluation. An unsuccessful attempt was made to contact the patient. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unknown if device is available.

Manufacturer narrative:
The pedicle screw was not returned for evaluation. It was identified, through complaint manager discussion with the patient, that patient had l4-l5 fusion using expedium. Patient stated screw was approx. 1" too long and breached the cortex of the vertebral body. He also stated complication was radiculopathy of the right foot. The screw was revised and removed but neurologic compromise remains. Original surgery was (B)(6) 2004. A review of the device history record (DHR) for the pedicle screw could not be conducted as the lot number is unknown. A 12 month review of the complaint trend analysis for the pedicle screw was conducted on the expedium polyaxial screw family. No systemic complaint trend was identified requiring further action. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient left a voicemail message on the depuy synthes spine complaint handling unit¿s toll-free complaint line. He reports he had been implanted with a pedicle screw (date unknown) which has compromised his pedicle.